Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate, a gram-positive bacillus, was misidentified as staphylococcus capitis. The user noted that the results were verified through other methods prior to reporting results. No health impact or consequence reported. Report 1 of 2.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate, a gram-positive bacillus, was misidentified as staphylococcus capitis. The user noted that the results were verified through other methods prior to reporting results. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pid (catalog number 448008) batch number 4326615. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of staphylococcus capitis when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using in house isolate streptococcus agalactiae 2970 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolate. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.